Event description:
It was reported that the customer's father felt the insulin pump was delivering less insulin than what was being programmed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
Unable to prime during prime alarm test due to faulty force sensor. Unable to down load trace and history files due to alarm noted in alarm history. Alarms due to corrupted history files. Unable to perform occlusion and excessive no delivery alarm test due to prime anomaly. The insulin pump passed basic occlusion and displacement test. Cracked case near display window corners and cracked battery tube threads noted during visual inspection.